Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was tight to get through with the dilator and the valve broke on the sheath. The sheath was replaced and the issue resolved. There was no patient consequence reported. The bwi product analysis lab received the device for evaluation on 06-jan-2022. The device evaluation was completed on 11-jan-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. Visual analysis of the returned sample also revealed some bents in the shaft of the device and the vessel dilator was not returned. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. The sample vessel dilator from another complaint was introduced thru the luer hub of the vizigo sheath to verify any obstruction since it was not returned, and resistance was felt in the beginning section at 30¿. Then, the vessel dilator was introduced thru the distal tip of the vizigo, and the resistance was felt in the same area. Escalation investigation was initiated to investigate the resistance issue. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the hemostatic valve conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ h6. Component code of ¿appropriate term/code not available¿ represents "resistance with sheath" issue. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve separation¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: conclusion not yet available (d16) / component code: appropriate term/code not available (g07002) were selected as related to the customer¿s reported ¿resistance with sheath¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was tight to get through with the dilator and the valve broke on the sheath. The sheath was replaced and the issue resolved. There was no patient consequence reported. Additional information: the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged. The valve did not break into any separate pieces and nothing detached from the sheath. The sheath was being prepared to be used on the patient but was never actually in the body. The resistance and damage occurred when they were trying to put the dilator into the sheath. There was no physical damage to the dilator. No occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The dilator was able to be moved through the sheath and the dilator was not stuck in the sheath. The valve broke issue was assessed as MDR reportable for a hemostatic valve separation. The issue described as tight to get through with the dilator was assessed as not MDR reportable for a resistance with sheath. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was tight to get through with the dilator and the valve broke on the sheath. The sheath was replaced and the issue resolved. There was no patient consequence reported. Additional information: the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged. The valve did not break into any separate pieces and nothing detached from the sheath. The sheath was being prepared to be used on the patient but was never actually in the body. The resistance and damage occurred when they were trying to put the dilator into the sheath. There was no physical damage to the dilator. No occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The dilator was able to be moved through the sheath and the dilator was not stuck in the sheath. The valve broke issue was assessed as MDR reportable for a hemostatic valve separation. The issue described as tight to get through with the dilator was assessed as not MDR reportable for a resistance with sheath. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.